Manufacturer narrative:
The device was not returned to the manufacturer for investigation. According to the quality engineer, the o-ring on the lid creates a seal between the lid and the mixing chamber to prevent powder or cement leakage. If the lid is not properly assembled when it reaches the lock position, or no o-ring is in place, it may result in the condition of the lid coming off during cement mixing or transfer.

Event description:
It was reported that while mixing cement, the lid of the cement mixer came off. The cement came out and flew into the nurse's eye. The eye was flushed immediately after the event and the nurse saw an eye doctor who stated that there was no injury.